Event description:
Alleged event: it was reported that one staple out of two did not close. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 352 6/box, lot #73j1400486, investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.